Manufacturer narrative:
Concomitant medical products: logic ps tib ins sz 2.5 17mm (cat#: 02-012-35-2517 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial left side tka, the 65 y/o female patient complained of pain. Patient had major lysis. Patella sowed significant wear and tibial insert was worn. Surgeon used competitors implants for revision. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The devices are not available for evaluation. No other patient information/medical history reported.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of prosthesis wear of the tibial insert and patella and osteolysis possibly due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years if implanted with the 15mm tibial insert. The cause and extent of the reported prosthesis wear cannot be determined because the revised components were not returned for evaluation and images were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.